Event description:
It was reported to philips that system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. The customer reported that a restart enabled them to proceed. The philips field service engineer (fse) visited onsite and found that the system was working fine, no issues found. The codes were updated based on the investigation outcome.